Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I prolactin results when compared to another method for one patient. The sample result on alinity was 32 ng/ml, same sample tested on siemen analyzer and the result was 10 (normal range 5.18 to 26.53). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket and trending review, labeling review, device history review, and inhouse testing of a retained reagent kit lot 35293d00. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected. The ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations associate with the complaint lot number. Accuracy testing was completed using panels which mimic patient samples using an in-house retained reagent kit. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified for the alinity I prolactin reagent kit, lot 35293d00.